Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a 235cm non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm coyote fc otw (emerge&#10848;balloon catheter was advanced for dilatation. However, during dilatation, the balloon ruptured. The procedure was completed with a 2mmx2cm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.